Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 61 mg/dl, 124 mg/dl, and 148 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 215 mg/dl and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.